Event description:
The customer reported that the 840 ventilator had an erratic display. No pt involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was suggested replacing the backlights and the 10,000 hrs preventive maintenance. Covidien was not authorized to repair the unit.